Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A visual inspection found the balloon to be fully detached from the catheter at both weld locations; the balloon material was not returned. Therefore, the investigation is confirmed for the reported detached balloon. However, the investigation is inconclusive for the reported balloon rupture as the balloon was fully detached from the device and not returned. The investigation is also inconclusive for the reported retraction issue as the balloon and the user's introducer sheath was not returned. It is possible that a balloon rupture could lead to retraction issues through an introducer sheath. It is also possible that retraction difficulties could contribute to balloon detachments. However, the definitive root cause for the reported or identified issues could not be determined based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during angioplasty in the right innominate vein, the pta balloon allegedly ruptured circumferentially during the first inflation (atm unknown) and subsequently detached from the catheter. Reportedly, the heath care provider (hcp) was not able to retract the detached balloon material through the sheath. The hcp removed the sheath from the patient and then retrieved the detached segment using a snare device. Another balloon and sheath were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during angioplasty in the right innominate vein, the pta balloon allegedly ruptured circumferentially during the first inflation (atm unknown) and subsequently detached from the catheter. Reportedly, the heath care provider (hcp) was not able to retract the detached balloon material through the sheath. The hcp removed the sheath from the patient and then retrieved the detached segment using a snare device. Another balloon and sheath were used to complete the procedure. There was no reported patient injury.